Event description:
Event description cpi received information that at the implant of this transvenous defibrillation lead, impedence was > 3000 ohms. Egms appeared to be clean, no apparent lead damage. Physician took lead out of pulse generator header, cleaned the lead tip and the lead was successfully implanted.